Event description:
The user facility reported that during a diagnostic esophagogastroscopy (egd) procedure the video screen was cut off in which the users completely lost the image. The procedure was said to have been completed using a different endoscope. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that there was no image or ID being displayed on the video screen likely due to fluid invasion. There was evidence of fluid invasion and corrosion noted in the control body, scope connector, and bending section. The light guide prong cover glass was foggy. The device was refurbished. This report is being submitted as medical device report in an abundance of caution.